Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Review of the event history log (ehl) showed error code 41626. Functional and accuracy tests were performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, preventative maintenance was performed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited error code 41626 at startup. There was no patient involvement and no patient harm/adverse event was reported.